Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, alopecia and weight increased outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nickel allergy, fatigue, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: social media content received : event arthralgia added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, nickel allergy, fatigue, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, case is now incident. Event injury was deleted. New event pelvic pain, abdominal pain, menorrhagia, nickel allergy, fatigue, hair loss, weight gain, she did not undergone essure confirmation test were added, patient's date of birth and reporter address were added, device removal date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.